Event description:
It was reported that there was vegetation on the lead. All the leads and device were explanted and not replaced at that time. No further patient complications have been reported as a result of this event.